Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found the wbc bath and the hgb cuvette were cloudy. The fse replaced wbc bath and the hgb cuvette, which repaired the erroneous patient results. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported the coulter lh 750 hematology analyzer generated erroneous red blood cell (rbc), and platelet (plt) results on patient samples. The customer also reported erroneous high values for mean corpuscular hemoglobin concentration (mchc). The customer provided data for one patient. The data provided confirmed the erroneous rbc, plt and mchc values on the initial run. The data shows the patient sample was rerun and the values recovered. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.